Event description:
The customer reported the system's image blacks out when going from ap to lat. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable assy was replaced. The system was then found to be working as intended.